Event description:
The patient connector separated from the tubing of the uv transfer set after 49 days of use. A transfer set change was performed immediately after the incident occurred. The affiliate reports no patient injury or medical intervention as a result of the incident.